Event description:
The cooling blanket that connects to the blanketrol iii machine started to leak from unknown origin. Two more blankets were tried and they also leaked. They may have come from two separate lots.